Event description:
It was reported that this recently implanted pacemaker dropped its battery longevity by up to two years in a span of two months. And there were concerns of noise on the right atrial (ra) channel. Technical services (ts) was consulted, and it was found that there were low out of range pacing impedance measurements on the ra channel and high pacing thresholds. In addition, there was a high-power consumption, this behavior was consistent with a gate oxide defect of internal circuit of the pacemaker with the potential for header- lead corrosion. Device and ra lead replacement was recommended. No additional adverse patient effects were reported. This pacemaker was explanted and successfully replaced. At this moment, this pacemaker has not returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that this recently implanted pacemaker dropped its battery longevity by up to two years in a span of two months. And there were concerns of noise on the right atrial (ra) channel. Technical services (ts) was consulted, and it was found that there were low out of range pacing impedance measurements on the ra channel and high pacing thresholds. In addition, there was a high-power consumption, this behavior was consistent with a gate oxide defect of internal circuit of the pacemaker with the potential for header- lead corrosion. Device and ra lead replacement was recommended. No additional adverse patient effects were reported. This pacemaker was explanted and successfully replaced. This pacemaker was already returned to boston scientific; however, further analysis has not yet been performed.